Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Occupation: occupation is lay user/patient.

Event description:
The initial reporter originally complained of a power issue on a coaguchek xs meter. The customer noted some corrosion in the battery compartment but no signs of any electrical shortage. The customer replaced the batteries. Upon setting up the meter after battery replacement, the customer stated they could not see the "h" associated with the time on the display. After completing a display check, the customer stated they could not see all "888"s of the results field. Prior to the power issue, the customer was able to obtain a correct result on the meter. There was no allegation that an adverse event occurred. The meter was requested for investigation.